Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt initially presented with chest pain and a cardiac cath was performed. A 90% stenosed lesion was located in a calcified and severely tortuous proximal left anterior descending artery (lad) and an 80% stenosed lesion was located in a graft to the obtuse marginal branch (om). The physician attempted to predilate with a non-bsc nc balloon, however, the balloon ruptured at 20 atm's. The 2.5x24mm taxus express2 stent was deployed at the location of the 90% stenosis. The stent was post dilated with a non-bsc balloon inflated to 22 atm's. Final angiography showed timi 3 flow. Two non-bsc drug eluting stents were also placed in the graft to the om. The pt was given plavix and aspirin. Four days later, while still hospitalized, the pt began to experience chest pain, EKG changes and a rise in cardiac enzymes. Once in the ccl, thrombus was found within the stent and proximal to the stent. A thrombectomy was performed with an aspiration catheter and the target lesion was dilated with a balloon. Timi 3 flow was achieved and the procedure was ended. The pt was discharged from the hospital 11 days later. No further complications were reported. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.